Event description:
It was reported that an ilet pump intermittently displayed ¿alert 32 ¿ motor processor communication error,¿ prompting repeated restarts to resume operation, and a replacement device was shipped with guidance provided on return, shutdown, data startup, and continued cgm use. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included device replacement and user education. Investigation included review of device error history, user troubleshooting, and logistical assessment for replacement and return. Investigation of this device revealed a delivery motor communication malfunction consistent with a motor-processor communication error, with resolution achieved through device restart and subsequent replacement. It was concluded that the cause was a device component failure related to motor communication.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.